Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio flex meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation as well as some additional information which was obtained by the cca during a follow up call with the patient. The patient reported that the alleged power issue began at 9am on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that one hour later they were ¿close to passing out¿; a symptom which they associated with low blood sugar levels. During the follow up call with the cca it was noted that the patient was immediately given something to drink by an unspecified individual at this time. The patient was then also taken to the emergency room (e.r.) At 11:30am the same morning. The patient had their blood glucose measured on a healthcare professional (hcp) meter and a result of ¿145mg/dl¿ was obtained at this time. The patient was then subsequently given an unspecified type and dosage of insulin from the hcp. No further details regarding this treatment were obtained. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to measure their blood glucose on the subject meter. This led to them developing symptoms which required hcp intervention in order to prevent further serious injury. This meets lfs¿s criteria for a serious injury reportable adverse event.